Manufacturer narrative:
(B)(4). Report source: foreign- japan. Concomitant medical products: reference number: 47-2496-160-09, item name: proximal humerus, right, ã¿ 9x160mm, lot: 3067294. Reference number: 47-2486-048-40, item name: blunt tip screw, ã¿4x48mm, lot: 3073797. Reference number: 47-2486-060-40, item name: blunt tip screw, ã¿ 4x60mm, lot: 3078177. Reference number: 47-2486-126-40, item name: cortical bone screw, ã¿ 4x26mm, lot: 3078193. Reference number: 47-2486-128-40, item name: cortical bone screw, ã¿ 4x28mm, lot: 3081901. Reference number: 47-2488-010-00, item name: proximal humerus nail cap, 0mm, lot: 3081992. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00405. 0009613350-2022-00408. 0009613350-2022-00407. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately four weeks after initial surgery, the patient underwent revision due to screw migration.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Medical records were not provided. The investigation did not identify a non-conformance or a complaint out of box (coob). There are no recalls or product holds for the reported products. Based on the available information it is not possible to determine the root cause for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.